Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. It was unable to perform further investigation due to applicator not returned. If applicator is returned, issue will be reopened for investigation. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after insertion of the abbott diabetes care (adc) device. The customer discovered "a bump, blue spot/bruise and a swelling" at the insertion site. The customer then applied heparin ointment on the insertion site. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after insertion of the abbott diabetes care (adc) device. The customer discovered "a bump, blue spot/bruise and a swelling" at the insertion site. The customer then applied heparin ointment on the insertion site. There was no report of death or permanent impairment associated with this event.